Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting quickly. It was also reported that usb port of the pump appeared to be damaged. Although requested, the customer declined to provide further information or participate in troubleshooting.